Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads are not eroding through the skin.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00759. It was reported the patient¿s lead is eroding through the skin. Surgical intervention may take place at a later date. Note: it is unknown which lead is eroding, as such both leads are being reported.